Event description:
It was reported by the patient that the battery was not holding a charge for more than 2 hours. The battery was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation, (B)(4), to evaluate these types of issues. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause is a faulty cell pair within the battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller.